Manufacturer narrative:
Concomitant medical products: product ID: 977a290, lot#: va1klvz029, product type: lead. Product ID: 977a290, lot#: va1q4ex030, product type: lead. Other relevant device(s) are: product ID: 977a290, serial/lot #: (B)(4), ubd: 12-sep-2021, UDI#: (B)(4). Product ID: 977a290, serial/lot #: (B)(4), ubd: 24-mar-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacture representative reported a lead migration. It was noted that imagining was completed on (B)(6) 2018. The patient experienced a return of their headaches. No further complications were reported or anticipated.

Manufacturer narrative:
Concomitant medical products: product ID 977a290 lot# va1klvz029 implanted: (B)(6) 2018 product type lead. Product ID 977a290 lot# va1q4ex030 implanted: (B)(6) 2018 product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the health care provider (hcp) of a clinical study via a company representative (rep) reporting that x-rays of the cervical spine taken on (B)(6) 2018 showed the left lead migrated to the t1/c7 disc. It was unknown which lead was left and right. The right side was still in place and this was where the device was programmed so the patient does not have any affects from this. The outcome was unresolved with no action planned. Etiology was related to the device or therapy, and not related to the implant procedure. The exact cause for the returning headaches was not specified. The patient's indication for use is cervical pain.